Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part #391.201; synthes lot #p313589; supplier lot # p313589; release to warehouse date: 10 jul 2006; supplier: rti surgical. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the cable tensioner was found in the tray with broken cable stuck in the cable tensioning device. There was no reported patient involvement. No further information is available. This report is for a cable tensioner. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part #391.201 synthes lot #p313589 supplier lot # p313589 release to warehouse date: 10 jul 2006 supplier: rti surgical no ncrs were generated during production. Service and repair evaluation: it was reported that it was found in tray with broken cable stuck in the cable tensioning device. There was no patient involvement. The repair technician reported that broken cable is stuck inside the tensioner and the device required further testing at the vendor. The cause of the issue is unknown. The vendor reported that there is a fragment of cable protruding from the anti-buckling device (abd) component of the tensioner. The abd was then removed to clear cable fragments/debris removed from the device. It is unclear what caused the damage to the cable that was lodged within the device. The device does not have any major physical damage and cycles smoothly. The item will be repaired and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.